Event description:
On may, 2001 the end-user called minimed, USA and stated that they cannot reconnect the infusion set. Bg were 205 due to the set not being connected properly. On june, 2001 maersk medical received the complaint and 1 used infusion set. The incident took place in USA.